Manufacturer narrative:
Visual examination of the returned complaint sample found no anomalies. The sample was primed by connecting to a rotary pump and circulating water at 1lpm. There were no leaks found. The sample was tested using in-line uson tester under normal production settings, and the sample passed at both forward and retro flow. The valve functioned as intended with no leakages found. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The distributor reported an issue one of their customers encountered during use of the cardiopulmonary suction control device. The report stated the device leaked from the white line of the distributor's custom perfusion pack. The report stated the leak was observed during priming, so it was replaced before the procedure began. There were no patient complications reported as a result of the alleged event. The device is a cardiopulmonary suction control device sold in bulk, non-sterile form to the distributor for additional processing prior to end-use. It is not known if the device is available to be returned to the manufacturer for evaluation.